Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer requested supplies because they were completely out of supplies. The customer also reported a bad infection in the gums that would require surgery. The customer also reported that the serter of the insulin pump was completely beat up. No additional information was provided.